Event description:
Same case as MFR report# 2134265-2008-00452. Same case as MFR report# 2134265-2008-00453. Same case as MFR report# 2134265-2008-00454. It was reported that during an unspecified procedure, a guide wire separation occurred. The lesion was located in the left anterior descending (lad) artery. The percent of the stenosis, degree of calcification, and vessel tortuousity are unk. A 300cm luge guide wire was advanced to the lesion and an unspecified 3.5mm x 12mm stent was implanted in the lad. A second 300cm luge guide wire was advanced, however, the two guide wires "collapsed". The physician advanced a 3.5mm x 9mm maverick balloon catheter along one of the guide wires and a 2.5mm x 9mm maverick balloon catheter along the other guide wire in an effort to release the guide wires but was unsuccessful. Two other luge guide wires were advanced, however, the guide wire became entangled. Upon attempting to "yank" the guide wires in an effort to release them, a portion of one of the guide wires "sheared off". The physician advanced another manufacturer's snare device and was able to successfully retrieve the detached portion of the guide wire along with the 4 entangled guide wires. The pt's status is reported as "ok".